Event description:
(B)(4). It was reported that post a stenting treatment procedure a vessel revascularization occurred. In 2012 - the patient presented with stable angina. The 99% stenosed, de novo target lesion, 12mm long with a reference vessel diameter of 2.5mm located in the proximal left anterior descending (lad) artery. The physician treated the lesion with direct stent placement of a 2.5 x 16mm promus element (pe) plus stent with 0% residual stenosis. The patient was discharged two days later on aspirin and prasugrel. In 2012 - the patient presented with worsening coronary artery disease (cad) and was hospitalized. Angiography was done and pre-treatment stenosis was 60%. In the lad, just proximal of the pe plus stent, just short of the ostium, there appeared to be some irregularity and calcification that suggested a possible flow disruption at the pe plus stent, which was treated with coronary artery bypass graft (CABG) and percutaneous coronary intervention (pci) on the mid lad, right posterior descending artery (r-pda) and the 1st obtuse marginal branch. The event was considered resolved and the patient was discharged on aspirin and prasugrel 11 days later.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).